Event description:
The customer reported being hospitalized due to high blood glucose of 333 mg/dl. The customer stated that he continued getting no delivery alarms, and the samples received did not help. Advised the customer that a replacement pump will be sent and to call us as needed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.